Event description:
During an unrelated surgical procedure a small piece of tissue was discovered and sent to pathology. They identified it as a retained foreign body. This was later identified as one blade of a disposable harmonic scalpel. There was no evidence that this object caused any distress to the pt. Original surgery was four months ago.